Manufacturer narrative:
(B)(4). Additional information: shrink tube. The analysis results found that the 10bb device was returned with the shrink tube damaged. The shrink tube was visually inspected and it was confirmed to have a tear; no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during an unknown procedure, the device was found to have a tear in the black insulation on the shaft, near the distal end. The sales rep indicated that no additional information is available. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.